Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "ten- to sixteen-year follow-up of highly cross-linked polyethylene in total hip arthroplasty: what factors affect wear?" Written by amy cheung, mbbs (hk), frcs (edinburgh), fhkam (orthopaedic surgery), chun hoi yan, mbbs (hk), frcs (edinburgh), fhkam (orthopaedic surgery), henry fu, mbbs (hk), mmedsc, frcs (edinburgh), man hong cheung, mbbs (hk), frcs (edinburgh), fhkam (orthopaedic surgery), ping keung chan, mbbs (hk), frcs (edinburgh), fhkam (orthopaedic surgery), and kwong yuen chiu, mbbs (hk), frcs (edinburgh), fhkam (orthopaedic surgery) published by the journal of arthroplasty (2019) accepted by publisher 22 april 2019 was reviewed. The article's purpose was to determine the long term clinical and radiological performance of highly cross-linked polyethylene in tha and the effect of acetabular component positioning, polyethylene thickness, and patient demographics on wear. Data was compiled from 93 thas in 87 patients (51 female and 36 male with age range 29-78 years) with operations performed between april 2001 to december 2007. All implants were depuy products. Depuy products: duraloc cups, marthon liner, cocr femoral heads, stem. Adverse events: revision for loose cemented stem found loose at bone-cement interface (cement manufacturer not identified and no further information provided). Revision for loose cup 6 weeks post op "its cause likely due to technical error during the initial operation."

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.